Event description:
It was reported to resmed that a patient wearing a mirage fx mask system suffered a bone protrusion at the bridge of the nose.

Manufacturer narrative:
Information obtained from the dme was that a patient had previously suffered from a nasal fracture not related to CPAP therapy. It was alleged that the fracture was exacerbated by the patient wearing a resmed mirage fx nasal mask while the injury had not fully healed. Per the dme, this resulted in a bone protrusion on the bridge of the nose. The mirage fx mask was exchanged for a swift fx nasal pillow mask and no further complications have been observed. There is no allegation of a device malfunction leading to this injury. The mirage fx mask was discarded by the patient and is unavailable to the manufacturer.